Event description:
The facility reports two caregivers were transferring a patient when one of the straps of the sling detached from the spreader bar. The patient toppled over on the side. She knocked her head. Three straps out of the four were still properly attached to the spreader bar. (B) (4).

Manufacturer narrative:
As indicated per the facility, the spreader bar hook flaps were missing at the time of the incident. The purpose of the flaps is to facilitate the installation of the sling during preparation of the transfer. Even if the flaps are missing, if the sling is well installed in the hooks of the hanger bar, the application of the load on the sling will generate tension on the strap which will secure it on the hanger bar. The only way the strap could release from the hanger bar is if it was not properly positioned prior to the transfer and not verified by the caregiver before performing the transfer. The device was not failed to meet its specifications, and the strap detachment was caused by a user error. Recommend to the customer to verify sling installation prior to any transfer. Recommend to the customer that neither modification nor alteration be made to the product. Recommend to the customer to have this product and all similar products inspected & repaired (if needed) by a qualified technician and that these actions are recorded. Recommend to the customer to do maintenance of products as specified in the user manual.